Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient with history of end stage interstitial cystitis underwent an open cystoprostatectomy, indiana pouch urinary diversion surgery the colon was transected with an ¿endo-gia stapler¿ and the stapler was used to create a stapled side-to-side anastomosis on the transverse colon and distal ileum. A ¿ta stapler¿ was placed across the top to completely close the bowel. Sutures were also used to reinforce the bowel anastomosis. Once the pouch was closed, it was filled with saline. There appeared to be a minimal leak from the anastomotic lines, so figure-of-eight 2-0 vicryl sutures were used to close the areas of leakage. Before closing, the pelvis was irrigated with saline and hemostasis appeared intact. The patient tolerated the procedure well and there were no immediate complications. On post op day 10, the patient underwent an emergent exploratory laparotomy after developing signs of leak, during which the anastomosis was found to be disrupted with gross contamination of the abdominal cavity with stool. The terminal ileum was divided and the end of the transverse colon was stapled off with a ¿gia 75¿ stapler. A diverting end-ileostomy was performed. The patient progressed, but returned to the or on pod 18 for midline wound dehiscence, and intraoperatively he was noted to have a pouch leak necessitating the placement of two drains. On pod 14, the jp drains and midline incision started having brown output. A CT scan with rectal contrast showed a leak of transverse colon at previous resection site, but no leak proximal to the ileostomy. This leak created a fluid collection in the anterior abdominal cavity, but appeared to be well drained by the previously placed jp drains. The patient progressed well following this and was discharged home on pod 22. Limited records are provided; however it appears patient developed an enterocutaneous fistula, renal stones, and an abdominal wall hernia which required repair. No further information provided at this time.

Manufacturer narrative:
(B)(4). Date sent: 05/23/2022. Please see attached medical records.